Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient had a cgm accuracy issue about 20 hours after the sensor was inserted. The patient was getting a massage and began talking incoherently. Ems (emergency medical services) was called. Once ems arrived, the patient¿s cgm was reading 220 mg/dl and the bg meter was reading 32 mg/dl and second finger stick was reading 30 mg/dl. The patient was also wearing an insulin pump (brand not specified). Ems then transferred the patient to the ER (emergency room). At the ER, the patient¿s bg meter reading was 40 mg/dl. No cgm comparison value was provided at this time. The patient was treated with IV glucose. The patient was discharged home after approximately 9 hours. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.